Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique with an 8f sheath prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, four proglide devices had no suture seen when the plungers were removed from the devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and 20f. The aaa procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.